Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by abdominal pain and thigh pain. The patient was hospitalized for the event. The cause of the peritonitis was unknown. The patient was treated with unspecified antibiotics (dose, route, and frequency not reported) for the event. The patient was discharged from the hospital after 2 weeks and antibiotic therapy was ongoing. At the time of this report, the patient was recovering from the peritonitis event. Action taken with dianeal therapy was ongoing reported. No additional information is available.